Event description:
Patient's spouse reported left side device has "moved or leaked." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 28-jan-2017.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient later reported left side "capsular contracture, baker grade unknown, pain and seroma fluid". This record is for the left side. Device has been explanted.

Event description:
Patient's spouse reported left side device has "moved or leaked." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's spouse reported left side device has "moved or leaked." Patient later reported "capsular contracture baker grade unknown, pain and seroma fluid." Patient additionally reported "textured implant," "pain," "swelling," "lump on armpit," and "a large amount of fluid collection." Device has been explanted.

Manufacturer narrative:
The events of "capsular contracture", "seroma-late", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: deflation; "fluid collection"; capsular contracture, baker grade unknown; "'large lump in armpit" additional, changed, and/or corrected data: b5, b6, b7, g2, h6, h11.

Event description:
Patient's spouse reported left side device has "moved or leaked." Patient later reported "capsular contracture baker grade unknown, pain and seroma fluid." Patient additionally reported "textured implant," "pain," "swelling," "large lump in armpit," and "a large amount of fluid collection." Device has been explanted. Total capsulectomy was performed.